Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 215 cc mentor memorygel breast implant and was presented with left side breast implant rupture postopertaively. On (B)(4) 2020, mentor became aware that patient also experienced left side capsular contracture; baker grade iii, diagnosed on (B)(6) 2020. The patient underwent bilateral explantation and replacement with catalog number 3505400bc; serial number (B)(4) on the left side, and with catalog number 3505430bc; serial number (B)(4) on the right side on (B)(6) 2020.